Event description:
The customer reported that the insulin pump alarmed motor error. Customer stated that he got the motor error after giving bolus. Troubleshooting was done. The customer had magnetic resonance imaging last and he was not sure if the insulin pump was inside the room. Customer's blood glucose was 240 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The motor error alarmed occurred during rewind due to corroded motor home switch. The insulin pump was unable to complete the displacement test due to motor error alarms. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and missing end cap sticker noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.